Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient had a "nasty spill on the ice" last friday and hit the hip and back where the device is implanted. Since then the are over the device has hurt really bad. Later that night they hurt the other hip. The patient reports feeling shocks and pains from the device when they bend over. The caller reports that they called the doctor, but the doctor redirected them to the manufacturer. Asked caller if any changes in therapy have been noticed, the report having some urgency lately, but more since the fall, but they just attributed that to starting drinking coffee again. The caller reports going to the bathroom every 45 mins. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Event date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.